Manufacturer narrative:
Investigation summary - bd received 2 photos and approximately 50 samples for investigation. One customer photo displays a device with blood leakage in the holder. Out of the returned samples, 30 were selected for functional tests, which involved using 10 tubes per needle to assess the functionality of the device. Three of these samples failed the test due to sleeve leakage observed from poor sleeve recovery. Additionally, 30 retained samples underwent the same functional tests, and all samples passed, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. These 30 retained samples were also subjected to additional functional tests for retraction lockout, and all samples passed, properly activating with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber covering the non-patient needle did not cover back after a draw, causing blood to leak on fifty (50) devices. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the rubber covering the non-patient needle did not cover back after a draw, causing blood to leak on fifty (50) devices. No patient or user impact reported.